Event description:
Per independent repair center statement the alarm will not function. The key failure was the on/off switch. Additional malfunctions include the intake was dirty, and the cab filter was dirty.